Event description:
The customer reported approximately 3 ounces of blue liquid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of goggles and gloves at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole through the tubing at pinch valve pv37. The fse replaced the tubing and the instrument ran without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).